Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported that the 110-4l fiber optic reading was negative with no trace. The system was functional until the patient was turned in bed. The system was removed when monitoring was completed. Icp results obtained by ventricular transducer.